Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an incorrectly colored stopper. The following information was provided by the initial reporter: "it was reported that this sst tube was found in a package of red top tubes and also had the wrong color stopper."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo were provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect cap color with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had an incorrectly colored stopper. The following information was provided by the initial reporter: "it was reported that this sst tube was found in a package of red top tubes and also had the wrong color stopper. "